Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte extension set 15 cm (6 in) 0.34 ml micro bore leaked at the juncture of the female luer and the septum. This occurred on 6 separate occasions. No serious injury or medical intervention was reported. Verbatim: "event date: (B)(6) 2019. The nurse noticed that there was leakage at the juncture of the female luer and the septum."

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notifications were initiated during the production on any of the related complaints. Received 2 q-syte units as follows: unit 1 was connected to an extension set and attached to a miscellaneous syringe. Unit 2 was connected to an extension set along with a miscellaneous syringe. Visual/microscopic examination: units 1 and 2. Damage (tear) was observed on the slit of the top disk. Damage was observed on both sides of the column wall. No damage was found on the slit of the bottom disk. Water leak test: the test was performed with the q-syte on the actuated and the unactuated positions: unit 1: leakage was observed on both the actuated and the unactuated positions, the source of the leakage was the column tear through the vent hole. Unit 2: leakage was observed on the actuated position, the source of the leakage was the column tear through the vent hole. No leakage was observed on the unactuated position. A definite source that caused the damage observed on the column wall (contributive to leakage) could not be determined. Leakage due to a column tear is normally attributed to incorrect usage or excessive actuations.

Event description:
It was reported that bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore leaked at the juncture of the female luer and the septum. This occurred on 6 separate occasions. No serious injury or medical intervention was reported. Verbatim: "event date: (B)(6) 2019. The nurse noticed that there was leakage at the juncture of the female luer and the septum."